Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a communication alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1; date of submission: 10/12/2016. The device has been returned and evaluated by product analysis on 9/21/2016 with the following findings. There were no ¿communication¿ alarms observed in the pump¿s black box or alarm history. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no ¿communication¿ alarms occurring therefore the initial complaint was not duplicated. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb) or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).